Manufacturer narrative:
Additional suspect medical device components involved: model #: tcn-15 lot #: 112116 description: nitinol tc electrode, 150 mm.

Event description:
Device evaluation performed on electrode lot #120116 showed that the epoxy was discolored. Device evaluation performed on electrode lot #112116 showed that the epoxy is discolored and it has a chip out near the shaft. If the epoxy is subjected to too many autoclave cycles, the epoxy becomes brittle and discolored.